Manufacturer narrative:
Product ID: 3389s, serial# unknown, product type: lead. Product ID: 37085, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported that impedances on the left-side implantable neurostimulator (ins) were found to be >40,000 ohms on (B)(6) 2014. The patient experienced trembling and rigidity on the right side, though it was also noted the patient was well. Additional information indicated that the trembling and rigidity had been resolved. The doctor had chosen the wrong contacts on the programmer during programming. The contacts ¿were modified¿ on (B)(6) 2014. The patient was well and receiving effective therapy.